Event description:
Boston scientific received information that this local representative spoke directly with the physician. The physician did not suspect that the device or procedure caused or contributed to the patient's death. The documented cause of death was related to a stroke. The device was not available for interrogation post mortem and no autopsy was performed.

Event description:
Boston scientific recently received information in (B)(6) 2012, via a patient verification form that had been completed by the patient's spouse. The spouse commented that this device was implanted approximately two months ago. As a result of the procedure, the patient experienced multiple complications that resulted in the patient's death later in the same month the implant procedure was completed subsequently, boston scientific received information that the local representative was unaware that this patient had died or that the death may have been the result of complications from the procedure. The device was not interrogated post-mortem and is not available for return to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.